Event description:
Reportedly, as the instrument was fired the staples formed completely, but the tissue was only partially cut. The anvil tilted normally as the instrument was opened and removed. The surgeon indicated that more tissue than usual had to be resected to create a new anastomosis.